Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the fluctuation in the flow during the irrigation/aspiration mode caused a posterior capsule tear during surgery. The surgeon performed an anterior vitrectomy and the procedure was completed with no further harm to the patient.